Manufacturer narrative:
(B)(4). Multiple attempts to contact the customer have been made to determine if the reported issue was corrected through the circuit change and recalibration. Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported an circuit occlusion alarms while using the avea ventilator. The issue occurred during patient use and the suspect device was removed from the patient and a patient was place on another ventilator. There are no reports of patient involvement associated with the event. The customer reported the issue was resolved after replacing the patient circuit, but the ventilator is now auto-cycling. The customer reported having passed the leak test, replacing the flow sensor, checking all the exhalation side parts, but the issue is not resolved. Carefusion (cfn) technical support recommended if the transducer calibrations does not correct the problem, to perform the exhalation valve characterization.